Manufacturer narrative:
(B)(4). The lot was manufactured from february 4, 2014 to february 5, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device only delivered 25% of the required dose after 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.